Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The complaint regarding clip would not release properly was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the instrument was inspected prior but it wasn¿t until clips got put on that they realized the jaws were misaligned and would not work properly. The issue was noticed prior to insert when loading; during assembly and testing phase. The surgeon was not trying to clamp on a vessel. The specific issue experienced was the clip applier moving but misaligned and not coming together well. There was no unexpected motion of the clip while attempting to clip. The issue was related to unsuccessful clip application (incomplete closure of clip). There was no issue related to opening or closing the clip. They were using regular clips, it is not applicable what size of clip was being used. The vessel or tissue bundle was not bigger than specified diameter. They used a back-up instrument to resolve the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the medium-large clip applier instrument clip would not release properly due to improper alignment. The procedure was completed with no reported injury.